Event description:
Customer stated that the cord area smoked and sparked by the strain relief.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.